Event description:
Country of complaint: (B)(6). Needle separation inside foil pouch. Device 3 of 4. Multiple products/lots reported one same incident report, unable to determine which product is associated with each facility.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. MFR site eval: sample received: 1 open racepack. There are no previous complaints of this code batch. (B)(4) units of his code batch were manufactured and distributed. Received 1 open sample with the needle detached from the thread. Without any closed samples we cannot carry out an analysis. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product has a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding (not justified), according to the in process control results when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable. (B)(6).